Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic console emitted inadequate ultrasound during the cataract surgery. The system was switched to the chop step and subsequently returned to sculpting. However, upon returning to sculpting, the system's behavior was perceived as irregular, and therefore the handpiece was immediately removed. The patient had a severe corneal injury, consistent with a corneal burn in the incision area with lesion morphology, hardened appearance of whitish corneal tissue and open was incapable of self-sealing. The patient was placed with three nylon sutures to achieve a wound closure effect. The surgery was immediately suspended and patient observed with wound leakage on postoperative day. The current outcome of the patient¿s condition was unknown. Additional information has been requested but is not available at the time of this report. Additional information provided that severe burn of the main corneal incision, preventing airtight closure of the anterior chamber, with spontaneous leakage of aqueous humor at the postoperative check the following day despite suturing and surgical intervention the corneal incision with new nylon sutures, sealing of the wound edges with cyanoacrylate, and use of a therapeutic contact lens. The current outcome of the patient condition was no current aqueous humor leakage; significant corneal edema, with probable high irregular astigmatism secondary to corneal tissue traction from the burn and scarring. Additional information received that the surgery was completed, and an intraocular lens was implanted, and ophthalmic handpiece was used during the surgery and lack of ultrasound was observed when attempting to create the groove. The procedure was switched to the chop function, which resolved the issue, and then the sculpting step was resumed to continue the surgery. By the time the sculpting was complete, the wound was already completely burned.

Manufacturer narrative:
Additional information provided in section b.5, h.6 and h.11. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. The sample has not been received by the manufacturing site; therefore, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received that patients¿ current condition was improving at the time of this report.